Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer stated that she forgot to reconnect to the insulin pump prior to going to bed, and woke up with very high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.